Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for expired product on lot # 7b202. Investigation summary: customer returned (10) 29gx12.7mm, 0.3ml bd insulin syringes in a sealed polybag from lot 7b202. Consumer reported expired product used. The returned syringe polybag was examined and it was observed that syringes for this lot number had expired. As per manufacturing: the syringe samples from lot 7b202 were manufactured in 1997 (22 years old). However, no evidence of manufacturing defect was observed on the returned samples, therefore, the alleged issue could not be confirmed. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 7b202 was manufactured in 1997 (22 years since batch creation date), thus the DHR for this lot number is no longer available. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringes 3/10ml were expired. This was discovered during use. The following information was provided by the initial reporter: material no: 328431 batch no: (B)(4). It was reported that the consumer called in to state she has a box left with eight unopened packets with one packet opened and its expired. Its believed to be about 20 years old. She reportedly used one as a back up. Verbatim: issue(s): consumer calling about expired product used. She feels it's about 20 years old and used from this box last approx 10 years ago. Consumer is a pump user and has the syringes for backup only. Claims has not used a syringe for about 10 years. This box has 8 unopened packets with 1 additional packet opened. The 10 packet is no longer in the box.